Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR. Report#3006705815-2017-01074, reference MFR. Report#3006705815-2017-01075, reference MFR. Report#1627487-2017-04625. It was reported the patient was previously diagnosed with an infection. As a result, surgical intervention was undertaken at an unknown date wherein the entire scs system was explanted. Subsequently, the patient was implanted with a new scs system on (B)(6) 2017. Note: all devices are being reported as the specific location of the infection is unknown at this time.